Manufacturer narrative:
Samples have been requested from the customer. Pending receipt.

Event description:
It was reported, to (B)(6) by clinic manager that, luer adapter breaking off in patient catheter hub. This was a second occurrence, for this patient in one week. And reseted in having to catheter exchange.